Manufacturer narrative:
(B)(4). Incomplete firing cycle, uncut washer - blemished. The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a low anterior resection procedure, the device was being used towards the end of lar procedure. The stapler was inserted transanally and the trocar was opened fully, piercing through the rectum. The trocar was attached to the anvil, a click was heard, and the device was closed by the registrar, until the orange line was at the bottom of the green scale on the device. The registrar released the safety and squeezed the handle very tight. No audible "crack" was heard. I was standing behind her when she was firing the device and I could not hear any crack either. The surgeon tried to close the handle too and no crack was heard. The surgeon opened the device from the rear end and could see that the staples had formed, but the blade had not cut all the way through the tissue. The blade had only cut through 75% of the tissue. He then used diathermy from the rear end to detach the remaining tissue (the tissue that the blade should have cut through). He then pulled out the gun, and the anvil, and examined the donuts. Two perfect donuts were removed from the device. The anastamosis was examined and was judged to be perfectly fine by the surgeon. I took away the device to be examined. To summarize, upon closing the device no audible crack was heard, therefore the blade had not cut through the tissue completely. The registrar, who was firing the device, had fired it on numerous occasions before, and never had to squeeze as hard as she was squeezing this time, when it did not crack. There were no adverse consequences for the patient.